Event description:
This system was being explanted due to erosion. Patient had complete heart block and a very slow heart rate. The pacemaker was explanted and connected via temp lead. It was pacing through the procedure up until the patient passed. The original pocket was closed by the physician a couple minutes prior to time of death. The ra lead was extracted but physician was unsuccessful in extracting rv lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the erosion was not device related.